Event description:
Customer relates that the bag failed to operate as intended. Attempts to ventilate the pt in question pushed gas out of the exhalation valve. Customer inspected the bag after the incident and noted dried mucus on the leaf diaphragm. Source also noted that the pt was seriously injured as a result of this problem. There is no policy in the hosp for changing the resuscitation bags on a time schedule; bags are changed when visibly soiled. It is not verified that the unit failed to ventilate the pt and no malfunction may have occurred.